Event description:
On (B)(6) 2022, it was reported by a sales representative via phone that an ar-2323bcc bio-composite swivelock anchor broke during insertion. Surgeon was able to remove all broken fragments and complete case using a different swivelock. This was discovered during a spring ligament reconstruction on (B)(6) 2022. No further issues has been reported.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.